Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted with an unspecified issue. Additional information has been requested and received stating that the lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure.